Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction h2: correction.

Event description:
Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not receive an early sensor expiration. Report was submitted in error. Please disregard all information in MFR as this will not be reportable.

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).